Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 22 november 2019. Three unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 31 july 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to pain, swelling, decreased function, decreased range of motion, and nickel allergy. The surgeon noted after interrupting the cement-implant interface of the tibial tray, the component easily popped out. All components were revised. Two depuy cement products were used during the primary operation. The operation was for bilateral knee revision. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.